Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was received with a migrating pulse wire in ECG "c". The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode, causing a short. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was received with the belt receptacle high voltage wires cut. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective equipment. Device manufacturer date: monitor: 01/16/2015, electrode belt: 02/17/2014.

Event description:
During servicing of a monitor and an electrode belt, which were returned for investigation into a non-reportable patient death, reportable malfunctions were found. Monitor sn (B)(4) and electrode belt sn (B)(4) were received in damaged conditions. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm of asystole at the time of passing.